Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient has been seeing the oor message since he received his replacement controller, about 6 months ago. Caller reports patient is using electrode 0,1,2,3.electrode impedance: reference 01: 2110 ohms2: 2010 ohms3: 2380 ohms4: 2340 ohms5: 2230 ohms6: 2120 ohms7: 1980 ohms reference 10: 2110 ohms2: 1520 ohms3: 2080 ohms4: 2000 ohms5: 1880 ohms6: 1770 ohms7: 1640 ohms reference 20: 2010 ohms1: 1520 ohms3: 1800 ohms4: 1780 ohms5: 1680 ohms6: 1570 ohms7: 1440 ohms suggest reprogramming using:0/3: oor seen. Caller reports patient feels positional stimulation, stronger stimulation when he leans forward.1/2: caller reports patient is feeling comfortable stimulation and covers his pain area and no oor seen.2/3: 3.9ma. Covers patient's pain area, no oor seen caller reports 8-15 lead showing out of range 40k ohms. Caller reports patient denies of any fall or trauma.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.